Event description:
Caller reported two consecutive alarms identified as alarm 2 and alarm 26, followed by an occlusion issue. There was no information available regarding any adverse impact on the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, including disconnecting tubing, delivering a bolus, inspecting the cartridge for issues, and ultimately filling and loading a new cartridge. The customer changed supplies as necessary and resumed their insulin therapy.